Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a bowel resection, there was a case of positive leak test after firing the device, with the creation of low bowel circular anastomosis the staple line was incomplete. They feel that there is some tissue delamination like mucosa and submucosa sliding on itself when the stapler is being compressed. Staple line was over sewn to close the staple line and prevent leak.